Event description:
During a resection procedure, the surgeon deployed a gia auto suture stapler . After firing and retracting the tissue blade, the instrument handpiece broke into several pieces and could not be reassembled. Surgeon removed all of the handpiece parts and sequestered. Unit delivered to biomedical engineering for reporting.